Manufacturer narrative:
The devices associated with this report were not returned. Although the complaint is non-verifiable, previous investigations found if the cup is not fully threaded onto the handle the force from the impaction is transferred from the cup to the instrument. The lot code indicates the device was released to distribution in november 2006 and is over nine years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was impacting cup into place, screw on the impactor broke and was stuck inside the cup. Cup had to be removed and replaced with a new cup. Piece of the device that broke and fell inside the patient was manually removed with the cup.